Manufacturer narrative:
Siemens filed the initial MDR 2432235-2020-00495 on 29-dec-2020. Additional information (08-jan-2021): siemens was informed that sample ID 6203170795 is associated with the discordant patient result, and section b6 is updated to include the additional information. Siemens reviewed the information provided and system log files and identified no instrument errors. Siemens noted that quality controls (qc) were elevated prior to the customer calibrating, and qc recovered within ranges post calibration. No issues were noted with other patient samples, which indicates the instrument and reagents were performing acceptably. The cause of a falsely elevated, carbon dioxide concentrated (co2_c) result on one patient sample is unknown. The instrument is performing according to the specifications and operational. No further evaluation of the device was required. Section h6 is updated with new adverse event problem codes.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to inform of high quality control (qc) results and low anion gaps. The customer ran a system autocheck and noted that all parameters passed. The customer ran a new reagent lot (100190) and performed a new calibration. Siemens is evaluating the event.

Event description:
The customer obtained a discordant, falsely elevated, carbon dioxide concentrated (co2_c) result on an atellica ch 930 analyzer. The falsely elevated result was reported and questioned by the physician(s). The same patient sample was tested at an alternate site. The repeat result was lower and reported to the physician(s) as the correct result. There are no reports of patient intervention or adverse health consequences due to the falsely elevated co2_c result.